Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the device was unable to connect using rf telemetry. An update was performed to turn rf back on. The patient was in stable condition.